Event description:
The customer reported that the force triad generator was in use when a non-covidien handpiece misfired during a procedure and the pt's bowel was cut. The site will not be returning the generator to covidien for evaluation, as the site has determined the generator was not faulty and the cut to the pt's bowel was caused by physician error.

Manufacturer narrative:
(B)(4). The site has indicated that the incident generator will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.